Event description:
The information received from the affiliate states that the patient was presented to the interventional lab for an angioplasty procedure of a dialysis shunt. The shunt was described as not calcified or tortuous, but there was an 80% stenosis present. The site where the physician made access to the patient is unknown. There is no information as to what size sheath was used in the procedure, or if the physician had any difficulty accessing the lesion with a guidewire. According to the information that is available, when the phsycian placed the balloon at the lesion and began to apply pressure with an indeflator, the balloon ruptured at just below 15 atmospheres. Another balloon of the same size was used to complete the procedure. There was no adverse consequence to the patient. As per the qualrap, no additional information is available.